Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The supera instruction for use (IFU) states: ¿measure the length of the target lesion / stricture to determine the length of the stent required. Allow for the area proximal and distal to the lesion / stricture to be covered with the stent to protect against impingement from further growth.¿ based on the reported event the physician stated the stent selected was too long, which caused or contributed to the difficulties. The investigation determined the cause for the reported activation failure was use error. Based on the reported information, it appears that the stent was deployed into the sheath because the stent chosen for the procedure was too long extending into the sheath. The surgical intervention and removal of the stent were due the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat the superficial femoral artery with moderate calcification. The vessel was 5-6 mm and atherectomy was not used. Pre-dilatation of the vessel was performed with a 6 mm balloon for 1-2 minutes. The 6.5x150 mm supera self-expanding stent was deployed into the sheath. When the sheath was pulled back, it came out of the common femoral artery, leaving about 1 cm of the proximal end of the supera stent in the extravascular space. Wire access was maintained so the sheath was then pushed back into the artery and was now inside the supera stent. A cut down on the patient's groin was performed and the supera stent was gently pulled out without causing injury to the vessel. The vessel was then re-closed with a suture and the cut down was closed. Reportedly, this was due to user error in choosing too long of a stent. No additional information was provided.